Manufacturer narrative:
The cobas e411 rack analyzer serial number was (B)(6). The field service engineer checked the instrument hardware, volume checks, pipetting checks, verified adjustments, purged and prime fluidic paths, and performed voltage checks on the probe. He performed a precision check which passed. The customer suspected there may be an issue with the sample tubes as they just switched to greiner red top tubes. The investigation is ongoing.

Event description:
There was an allegation of questionable hcg+beta elecsys results for one patient from the cobas e411 rack analyzer. The initial result was less than 5 miu/ml and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result from the primary sample tube at another laboratory was 190 miu/ml. The repeat result on the original analyzer using an aliquot was 185 miu/ml. A second sample from the patient had an initial result of less than 5 miu/ml. The repeat result from the other laboratory was 30 miu/ml. The repeat results were believed correct.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.